Manufacturer narrative:
Insulin pump passed the idle current test, run current test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, rewind test and excessive no delivery test. Pump received with normal operating currents. However, unexpected restart. A cold reset was performed alarm after battery change due to c13/ib voltage leak. No unexpected low battery alarm and weak battery alarm noted. No excessive no delivery alarm noted during the testing.

Event description:
The customer reported via phone call that insulin pump had no delivery and weak battery. The blood glucose at the time of the incident was 279 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.